Event description:
Thge physician prepared a wilson-cook howell dash direct access sphincterotome system to perform a sphincterotomy. Prior pt contact, the cutting wire broke. No portion of the cutting wire detached. No pt injury was reported. Evaluation of the affected device was completed in 2004. Evaluation results are contradictory to the initial report. See evaluation and conclusion sections in additional information.